Event description:
The customer stated that an initial (false) positive architect b-hcg result of 702.87mlu/ml was generated in 2009 for one female patient. The same patient sample generated a negative result of less than 1.2 miu/ml the next day. Another sample from the same patient generated two negative results of less than 1.2 ml/ml that day. Quality controls were within the expected ranges. The patient was referred to the lab for a suspected ectopic pregnancy. None of the results were reported out of the lab, and there was no impact to patient management reported.

Event description:
It was reported that, "the centrax came off from the head. Therefore, the surgeon performed a revision surgery to replace the new centrax instead of dissociated one."

Manufacturer narrative:
(B)(4). The investigation began with a review of the manufacturing and testing documentation. The control and panel values obtained during final product release testing were reviewed for the architect total b-hcg assay reagent lot 78915jn00. The review demonstrated that all control and panel values were within specification and no adverse trends were observed. Additionally the performance of all architect total b-hcg reagents manufactured to date was analyzed using statistical process control (spc). Spc analysis of the final release test data for lot 78915jn00 indicated that the lot is performing within the upper and lower specification limits and established control and panel limits. A comprehensive review of manufacturing data, in process test data and final release test data did not identify any issues that could impact the performance of the architect total b-hcg reagent lot in question and indicated that all specifications were met prior to release. Based on the data provided, a technical explanation for this customer's observation could not be determined. Through correspondence with customer support service (css), it was noted that the patient in question was being assessed due to the suspicion of an ectopic pregnancy. The architect total b-hcg package insert ((B)(4)) contains sufficient information on the intended use of the assay for the early detection of pregnancy. In conclusion, a specific reason for this customer's observation could not be determined; however, it can be concluded that no product deficiency/malfunction has been identified for the architect total b-hcg reagent kit list number 7k78-25, lot number 78915jn00. The investigation demonstrated that the product's safety, effectiveness and label claims were met. No further action is required. This is a final report.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.